Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products: unknown head p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04296, 0001825034-2017-04297, 0001825034-2017-04298, 0001825034-2017-04299.

Event description:
It was reported patient was revised due to a pseudotumor. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.